Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during drain 3 of 4. The patient stated he disconnected and did not press "stop". The patient also had an unused line open. Gts explained proper procedure, per the user manual, to the patient. The patient stated that he has been doing this for two years and knows what to do. The patient stated he has never closed the unused line and that he knows how to disconnect during the dwell. Gts explained that a large amount of air had entered into the disposable, therapy was now over, and that the patient should let their dialysis nurse know what happened. The patient got mad and started cursing. Gts then tried to assist the patient in ending therapy and the patient disconnected the call. No injury or medical intervention was reported.